Manufacturer narrative:
The device was returned to edwards for evaluation and the clinical observation was confirmed. Radiography demonstrated wireform distortion around the valve, commissure 1 bent, and heavy calcification on all three leaflets. During visual examination, moderate host tissue was identified onto the leaflets and into the orifice at the greatest distance of approximately 6 mm on leaflet 3 at the inflow aspect. Minimal host tissue was identified on the tissue leaflets and into the orifice at the great distance of approximately 3 mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and minimal at the outflow aspect. Hematomas were observed on leaflets 2 and 3. The sewing ring was cut around the valve circumference, and the wireform was exposed near commissure 1 at the inflow aspect. Returned with the valve were fragments of what appeared to be part of the annulus; calcification was observed on some of the fragments. Based on the product evaluation findings, calcification and host tissue restricted leaflet mobility which lead to stenosis. (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve was explanted after an implant duration of thirteen (13) years, one (1) month, and twenty (22) days due to aortic stenosis due to calcification. The 23mm pericardial valve was replaced with a 25mm non-edwards aortic valve. Through medical records it was learned that this (B)(6)-year-old male patient presented with severe valvular heart disease after two (2) previous cardiac surgeries. He was found to have mitral stenosis with insufficiency and aortic stenosis. His mitral valve had been replaced approximately eight (8) to ten (10) years prior to admission. The patient underwent a third redo sternotomy, mitral valve replacement with a non-edwards porcine valve after reconstruction of the anterior mitral curtain and aortic area using a bentall aortic homograft and pericardial patch. The surgery was complicated with bleeding from the aortic root. The chest was packed and left open. The patient was transported to the ICU in stable but critical condition.